Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, slow deflation difficulties occurred. The 90% stenotic lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The physician advanced a 5.0x60, 135cm mustang balloon to the lesion and performed two inflations at 12atms each. During deflation the balloon deflated somewhat slower than normal, but fully deflated. During removal the device encountered a lot of difficulty withdrawing through the 5fr sheath. When the physician attempted to re-insert the balloon, the balloon would not advance. The procedure was completed with another 5.0x60, 135cm mustang balloon. No patient complications were reported and the patient's status is excellent; with excellent pulse in the popliteal artery the following day.

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, slow deflation difficulties occurred. The 90% stenotic lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The physician advanced a 5.0 x 60, 135 cm mustang balloon to the lesion and performed two inflations at 12 atms each. During deflation the balloon deflated somewhat slower than normal, but fully deflated. During removal the device encountered a lot of difficulty withdrawing through the 5fr sheath. When the physician attempted to re-insert the balloon, the balloon would not advance. The procedure was completed with another 5.0 x 60, 135 cm mustang balloon. No patient complications were reported and the patient's status is excellent; with excellent pulse in the popliteal artery the following day.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found no kinks or damage along the entire length of the shaft. The balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no resistance noted. The device was tested with a 5 french introducer sheath and no resistance was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).